Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. G3: 510k is blank, this catalog number is not sold in the united states. Device evaluation: one device was returned for investigation. Visual inspection found no physical damage. Functional testing could not duplicate or confirm the complaint. Possible root cause was attributed to the defective downstream sensor or cassette product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventively, replaced the downstream sensor. Device passed all functional testing.

Event description:
It was reported an alarm "[screen displays current pump status] two beeps (long-short)" occurs before the "nda" is finalized. Patient involvement is unknown.